Event description:
Customer called stating elevated bg(blood glucose). It was noticed that the leadscrew was not making a connection with the driver arms. Costumer stated pump was not dropped or bumped.